Event description:
It was reported that there was a lead warning for the right ventricular (rv) lead having low and decreasing impedance. Threshold measurements were also increasing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.